Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer slides and cabinet rails were mechanically sticking. The field service engineer (fse) initial adjustments did not resolve the issue, indicating a mechanical drawer failure. The drawer assembly was replaced, followed by reconfiguration of the storage space and migration of pickets. Post-replacement, drawer functionality was restored. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. User attempted to recover but it did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.